Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 60-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 124mg/dl (B)(6) 2016 07:58 am fasting: yes, 150mg/dl (B)(6) 2016 06:50 am fasting: yes, 165mg/dl (B)(6) 2016 07:13 am fasting: yes, 163mg/dl (B)(6) 2016 06:58 am fasting: yes, 206mg/dl (B)(6) 2016 01:00 pm fasting: yes. Customer states that with the true metrix meter he run his blood sugar and got 150mg/dl and got then use his trueresult meter got 125mg/dl. Customer is taking insulin and he test 3-4 times a day.